Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 389 mg/dl. The customer treated with 35 units of insulin. Customer's blood glucose value was 451 mg/dl at the time of the call. Customer did not contact their healthcare professional. Troubleshooting was performed. There were no leaks or air bubbles. There were no site or insulin issues. The customer reported cannula to appear bent.. The product was not returned for analysis.